Manufacturer narrative:
Batch review performed on 17 may 2024. Lot 2308780: (B)(4) items manufactured and released on 14-aug-2023. Expiration date: 2028-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised: batch review performed on 17 may 2024 on reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot. 2335892. Lot 2335892: (B)(4) items manufactured and released on 16-jan-2024. Expiration date: 2028-12-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause of the dislocation is unknown. The surgeon revised the glenosphere, metaphysis and liner. The surgery was completed successfully.